Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection. It was further reported that the source of the infection was unknown. The icm was removed and discarded. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.